Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Product code: hsz was chosen, because no product code was available.

Event description:
It was reported that there was an issue with gb304r - cranial perforator 12/15mm hudson shank. According to the complaint description, the fuse has not been tripped, trepan continues to rotate.no consequences in this case. Possible consequences could be damage to the patient's brain tissue. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4)..

Manufacturer narrative:
Investigation results: visual investigation: visually, the trepan is in a used condition, the cutting edges show clear impact marks. Due to the damage to the inner and outer cutting edges, one hundred percent function of the product is not possible.to achieve a cutting result, considerably greater pressure must be exerted on the product and thus also on the skull. Correct release of the cutting edges is not possible. Gb302r - cranial perforator 9/12mm hudson shank, ref. 400508421 the complained product. Gb302r (without "hudson" attachment) was manufactured in january 2019, the product was shipped in february 2019. Maintenance or regrinding is not traceable in the sap. In addition, the product has been delivered without a socket. Visually, the trepan is in a used condition, the cutting edges show clear impact marks. Due to the damage to the inner and outer cutting edges, one hundred percent function of the product is not possible. To achieve a cutting result, considerably greater pressure must be exerted on the product and thus also on the skull. Correct release of the cutting edges is not possible. Te561- spare cutter f/gb300r/gb301r/gb306r, ref. 400508422 the complained te561 with "hudson" attachment was manufactured and distributed in july 2019. Maintenance or regrinding is not traceable in the sap. In addition, the product has been delivered without a socket. To achieve a cutting result, considerably greater pressure must be exerted on the product and thus also on the skull. Correct release of the cutting edges is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: due to the explanation the most probably root cause is usage related. Based upon the investigations results a CAPA is not necessary.